Manufacturer narrative:
The subject device remains implanted.

Event description:
Patient underwent the treatment of the ruptured brain aneurysm with stent assisted coil embolization. The atlas stent device was placed uneventful. However, during placement of one of the coils a brief intraoperative aneurysm rupture was suspected. Physician then observed bleeding on radiograph. There was no immediate perceivable consequence. The next day the patient's condition as noted to be improved. The patient expired due to the preexisting condition at the time of presentation.

Event description:
Patient underwent the treatment of the raptured brain aneurysm with stent assisted coil embolization. The atlas stent device was placed uneventful. However, during placement of one of the coils a brief intraoperative aneurysm rupture was suspected. Physician then observed bleeding on radiograph. There was no immediate perceivable consequence. The next day the patient's condition as noted to be improved. The patient expired due to the preexisting condition at the time of presentation.

Manufacturer narrative:
He device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage and aneurysm rupture are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.